Manufacturer narrative:
Pump passed the self test and displacement test. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin 6 of the ambient light sensor (u1). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure alarm occurred for the 2nd time. Customer states clear alarm and finish process. The customer¿s blood glucose level was 253 mg/dl. The insulin pump will be returned for analysis.